Event description:
During a laparoscopic total hysterectomy / left salpingo-oophorectomy procedure, the ascent reprocessed harmonic ace shears quit coagulating. Surgery completed without complications.